Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation damage and fracture. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported pacing inhibition is likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition and had lead body and insulation damage. The patient was monitored in the intensive care unit (ICU) overnight. The following day, a revision procedure was performed to explant and replace this lead. No additional adverse patient effect were reported.